Manufacturer narrative:
Examination of the returned instrument confirms the fractured tip. Per the reporting the tip was not recovered but was also not visible on x-rays taken. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It was however recognized that improvements were possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. The returned instrument was manufactured prior the improvement. Additional corrective action not required. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the tip of the instrument snapped off and was not recovered from the pt's wound.